Manufacturer narrative:
The pump failed the displacement test, and alarmed motor error during the rewind and a motor position encoder error alarm was in the alarm history due to an out of phase motor encoder signal. The pump was monitored for several days and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. Unable to verify the unexpected restart alarm or perform the occlusion, prime, excessive no delivery or unexpected restart error tests due to the motor error alarm and failed displacement test. The pump was received with a scratched reservoir tube window and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer indicated that the pump may have possibly been worn in or around an MRI machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.